Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient was not receiving full coverage in her low back. In addition, the patient had reported pain at the lead implant site whether or not the stimulation was in use. It was reported, the patient had gone to the emergency room due to pain at the implant site. The sjm representative had met with the patient for reprogramming, and it was reported the patient would use the new programs to determine effectiveness. Follow up identified the physician had explanted the scs system.